Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl; cause was unknown. Orange juice was consumed to treat bg level. Customer required assistance to get up from wife due to the reported issue. Recommendation was made to consult with health care provider regarding diabetes management.